Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to a pocket infection approximately one month post-implant. The patient received a new system approximately one week later. No further patient complications have been reported as a result of this event.